Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during initial drain. The hp stated he connected the patient line extension prior to priming but did not open clamp during prime. The hp stated he opened the clamp after connecting himself. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered the cassette. The tsr instructed the hp to cycle power to clear the alarm. The tsr advised the hp that therapy had ended and he would need to start over with new supplies. The tsr explained to the hp to ensure the patient line extension clamp was open prior to priming. The hp confirmed to start over with new supplies. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable because the hp was keeping the clamp on the patient line closed during prime. The hp stated he connected the patient line extension prior to priming but did not open clamp during prime. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.